Event description:
It was reported that the white ring for the catheter connection was defective and it could not fit the cable and the catheter. There was no pt contact or pt injury. On jan 23, 2012, the distributor provided the following additional clinical information: the pt is a (B)(6) male pt with an underlying medical condition of head injury. The procedure being performed was for a cerebral decompression. It was reported that the first 1104bt catheter and replacement catheter were zeroed prior to insertion. The first 1104bt catheter was already implanted in the pt when it was thought to be defective and decided to be replaced. The distributor reported that the replacement 1104bt catheter was inserted/implanted in the pt on the same surgery dates as the first 1104bt catheter. The replacement catheter was placed on the same site on the pt's head as the first 1104bt catheter. It was discovered that the pac1 cable was defective and not the 1104bt catheters when the same problem occurred with the replacement catheter. There was a 20 minute delay in surgery. A replacement pac1 cable was available. There was no pt injury. Pt outcome was reported as "no change has been seen on the pt". Cross reference to manufacturer report number: 2023988-2012-00002.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.